Manufacturer narrative:
A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The aurous centimeter vessel sizing catheter was returned and examined. The device was returned in two segments. The proximal segment measured 112.6cm from hub. Kinks were noted at 78.2cm, 91.7cm, 96.4cm and 106.7cm from the hub. No marker bands were noted on the proximal section. The distal tip of the proximal section was frayed. The distal segment measured 13.2cm. The proximal end of the distal section was frayed. Eight maker bands were attached to the distal segment. Ten additional marker bands were noted separate." There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events released from production. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
As reported to customer relations, during an ancure endograft repair procedure, the physician gained wire access through the failed graft and placed aurous centimeter vessel sizing catheter up to run an angiography. While pulling the aurous centimeter vessel sizing catheter out, the physician noticed much resistance. Upon the pigtail coming out of the sheath, it was noticed that the catheter had torn and all of the gold markers were still on the wire and not attached to the rest of the device. Per additional information received on february 13, 2017, the catheter broke inside of the patient. The physician was able to retrieve the small broken pieces no additional information has been received.